Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that, the first one the needle did not descend, the second the filament got stuck in patient and the third wouldnt connect and prompted to change. The blood glucose was unknown at the time of the incident. The device is expected to be returned for analysis.